Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2009; 4396 implantable pacing lead (B)(6) 2009-; 690r32 heart ring; 310c33 tissue valve. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was unable to pace or sense. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Electrical continuity test results were passed. No anomalies found.